Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user called to report that the touch screen was cracked and no longer functional. The patient's dexcom g7 cgm is working appropriately. The agent advised on a replacement pump for the patient. There was no report of any patient harm or adverse event associated with this report.